Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse performed steps to reproduce the reported failure/error, yet this failure was unable to be reproduce. The unit continued to function normally. The fse then further completed the pm per the manufacturer's specifications. As a precautionary service, the fse replaced the nvram chip. The fse also noted that the doppler assembly was not present and advised the in-house biomed team to garnish a new one by providing them with a quote. The fse then ran all the tests in accordance to the manufacturer's specifications. All tests were within range.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed ¿system over temperature¿ alarm. The rn called to report the issue. The rn had successfully rebooted the unit and resumed therapy. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.